Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. The customer went to the emergency room and was subsequently hospitalized and was treated with intravenous fluids of insulin and saline to address the issue. The customer was released the same day with the issue resolved and no permanent damage. Reportedly, the customer was unaware that the cartridge on the pump was empty. Tandem technical support educated the customer on the importance of being aware how much insulin is left by checking the pump¿s insulin gauge. The customer acknowledged education, and successfully loaded a new cartridge onto the pump and resumed insulin delivery.